Event description:
Caller reported a malfunction on the pump without any notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the reset was successful as the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.